Event description:
The reporter states that the customer obtained a 316 mg/dl on the accu-chek compact plus meter. He took extra metformin based on the blood glucose result. Fifteen mins later the customer felt weak and went to the hospital. His blood glucose result was 97 mg/dl on the professional meter. He was given oj and he felt better 15-20 mins later. New system sent and return requested.